Manufacturer narrative:
Pump received with minor scratched display window, cracked battery tubethreads and completely broken off reservoir tube lip. The reservoir tube lip completely is broken off and test reservoir will not lock or click into place.

Event description:
The customer reported via phone call that the threads that hold the reservoir in place have come apart and popped off. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that a piece of the plastic on the reservoir compartment has broken off as well. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.